Event description:
The patient underwent explant of both the vns generator and lead. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported that the patient is scheduled for vns explant due to lack of efficacy and side effects. The specific side effects were not specified at the time of the report. No known surgical intervention has occurred to date. No additional relevant information has been received to date.